Manufacturer narrative:
Investigation: the sample was not available for evaluation. The reported event is adequately addressed in the instructions for use and/or on the label. The product deficiency is not related to falsification. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample, therefore, a retention sample evaluation is not done. Leakages dur to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Device history record review showed that the products have been inspected according to protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found. Complaint history review confirmed no further complaint for the lot. The reported event is covered in the risk analysis.

Event description:
It was reported a possible dialyzer fiber rupture due to pinkish color ultrafiltrate 52 hours into a patient¿s continuous renal replacement therapy (crrt). The patient experienced an unknown amount of blood loss. The sample was not available to be returned for evaluation. No further event details provided during follow up.

Event description:
Additional information received states that a multifiltrate machine was used in treatment. There was no visible damage found on the dialyzer. There was no system alarm. Blood test strips were not used. The dialyzer connections were reported to be tight and therapy continued after the circuit was changed. The patient¿s treatment was continued on the same machine with a new circuit. There was blood loss, however, how much blood is not known. No further event details provided.